Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended.

Event description:
It was reported that the monitor on the 9800 system would not power on. No pt injury was reported.